Event description:
Report received from patient family member indicated a shallow open area of infected blistering peristomal skin in the stoma region. The family member stated the area was located approx 45 degrees left of the stoma and the area grew to the size of a dime within two to three months prior to receipt of complaint. The patient was using an ostomy belt for support but has recently discontinued use. The cleaning of the area occurs every two days. Products that were used include cohesive seals, paste remover and barrier wipes. Patient did seek med treatment, which at that time was advised to continue course of treatment along with applying nystatin cream to prevent infection, hydrocolloid dressing to induce healing of the skin layer and possibly reducing the size of the wafer. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.